Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s family member reported that the patient discovered fluid leaking from the cycler¿s cassette door after treatment had been completed. Additional information from the patient¿s pd nurse confirmed that the patient did not experience any adverse event, symptoms, or complications and had remained asymptomatic. The patient confirmed that she was not aware if the complaint sample liberty cycler set had been discarded but the sample currently is not available to be returned for product investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.